Event description:
Analysis of the device found a cuff tab detachment.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed with observed needle-cuff disengagement. Additionally a cuff tab detachment was noted. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when attempting to place one of the prostyle sutures, the plunger could not be depressed. When attempting the other prostyle device, the suture remained attached to proximal guide [suture retrieval issue/ cuff miss]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath size and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.